Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right and left ventricular leads had gradually increasing and then high thresholds. It was also reported that the cardiac resynchronization therapy defibrillator (crt-d) had premature battery depletion. The leads and device were explanted and replaced. No patient complications have been reported as a result of this event.